Manufacturer narrative:
The complainant reported 'patient had surgery on breasts on (B)(6) 2024. Follow up appointments did not note incision site issues until (B)(6)2 024. On b)(6) 2024 noted contact dermatitis along incision lines. Patient informed to use ointment and allergy medication to reduce rash.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form ointment and allergy medication to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
Patient had surgery on breasts on (B)(6) 2024. Followup appointments did not note incision site issues until (B)(6) 2024. On (B)(6) 2024 noted contact dermatitis along incision lines. Patient informed to use ointment and allergy medication to reduce rash.